Manufacturer narrative:
One guidewire was received for investigation. The outer coil of part of the guidewire had been stretched allowing the inner wire to become exposed and protrude out of the outer coil. The guidewire tip had been knotted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the knot in the guidewire tip remains unknown. The cause of the outer coil stretching is consistent with being unable to retract the device easily.

Event description:
During femoral access, the guidewire fractured while in the patient. It seemed as though a portion of the guidewire split and became stuck in the dilator. Upon advancing the guidewire, it was noticed that it curled on itself. When attempting to pull the guidewire out, it could not be removed. The dilator with the guidewire was safely removed and it was observed that the guidewire was fractured. The wire was replaced with a ptfe wire to complete the procedure with no consequences to the patient.